Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 4396 implantable pacing lead (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead was capturing intermittently due to a dislodgement. The lead was successfully repositioned and remains in use. The patient was a participant in the system longevity study. No patient complications have been reported as a result of this event.